Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope adhesive around objective lens was found missed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device had missing objective lens glue. The root cause could not be identified. Based on the results of the investigation, most probable cause of the complaint trace to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.